Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to feeling normal results. The reporter claimed obtaining blood glucose readings of ¿200 and up to 600 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. Howerer this complaint is being reported because the reported issue was not resolved with troubleshooting. The control solution result fell outside of the acceptable range. There was no indication that the product caused or contributed to an adverse event.